Event description:
Guidant (now boston scientific crm) received information from an adverse event form on may 20, 2008. This patient underwent implantation of an aicd in 2006. The patient did well until the last 3 months when the patient started deteriorating clinically with worsening dyspnea, fatique and lower extremity edema. After adjusting the patient's medical therapy, the patient continued to be in class iii-IV nyha congestive heart failure. The physician decided to upgrade to a biventricular aicd. The patient was admitted in 2008 for an elective upgrade which was successful. However, the patient was hypotensive during the procedure and was given IV fluid resulting in development of pulmonary edema requiring intubation and mechanical ventilation. Due to a suspected perioperative myocardial infarction, an intra-aortic balloon pump was placed. The patient did well with adequate blood pressure and the balloon pump as well as the intubation was removed 2 days post operatively.

Manufacturer narrative:
In 2008, the patient was significantly hypotensive. The patient also noted to have significant reduction in his sodium, hyperkalemia and increased bun related to decreased cardiac output. The patient's liver function tests were significantly increased related to poor cardiac output. The patient was placed on dobutamine. The following day, a code was called because the patient had agonal respirations, no b/p and the device was not capturing. CPR was started, however, the family declined intubation and mechanical ventilation. The patient expired. The adverse event form indicated that the suspected cause was "subject condition" and the adverse event classification was listed as class IV (related to a change in the subject's condition or to therapies other than delivered by the implanted system). There were no allegations or complaints against the device's operation or functionality. As part of the study protocol, all reported deaths and potential heart failure events were reviewed and adjudicated by an independent mortality or heart failure event committee. While the study was being conducted, boston scientific was blinded to this death information. Adverse event forms were submitted directly to the event analysis department shortly after the reported patient death, however, the information from the adjudication committee was not available until after the primary endpoint had been reached. Boston scientific crm received additional information from the adjudication committee on october 03, 2009. This group of physicians unanimously concluded the patient died of an acute coronary ischemic event resulting in definite acute, fatal myocardial infarction. Even though the mechanism of hypotension during the patient's procedure was not fully define, the timing of events was compelling. The committee deemed the ultimately fatal myocardial infarction a consequence and direct outcome of the device-related procedure. The device was not returned for testing.